Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to a dislocation. The dislocation was reportedly due to the fall; however, there was no information related to how the patient fell or the cause of the fall. The x-rays showed dislocation and trochanteric fracture. A successful head and liner exchange was performed on the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: cat# 11-363661 lot# j7388849 36mm cocr mod hd -3mm cat# 30113606 lot# 66215840 36mm i.d. Size f 10â liner. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation and trochanteric fracture. A definitive root cause cannot be determined. It is unknown if the fall caused or contributed to the event. The complaint was confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.